Event description:
Medtronic received information that on the same day of the implant of this transcatheter bioprosthetic valve, an annulus rupture or valsalva sinus dissection was noted. Drainage surgery was performed for the rupture. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {b)(6) product type: {0195-heart valves}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329; lot #: 0012146911; ubd: 2026-02-12; UDI#: (B)(4). Updated data: b1. Adverse event and product problem updated b5. Second paragraph added d10. Concomitant product added h6. Method code added h11. Concomitant product added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day of the implant of this transcatheter bioprosthetic valve, an annulus rupture or valsalva sinus dissection was noted. Drainage surgery was performed for the rupture. No additional adverse patient effects were reported. Additional information was received that per the physician, the valve contributed to the injury when the valve dislodged while being deployed. The strut at the bottom of the valve damaged a blood vessel. It was noted that the valve should have been pulled up further prior to recapture. Subsequently, the rupture was first noted the morning following the valve implant.

Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day of the implant of this transcatheter bioprosthetic valve, an annulus rupture or valsalva sinus dissection was noted. Drainage surgery was performed for the rupture. No additional adverse patient effects were reported. Additional information was received that per the physician, the valve contributed to the injury when the valve dislodged while being deployed. The strut at the bottom of the valve damaged a blood vessel. It was noted that the valve should have been pulled up further prior to recapture. Subsequently, the rupture was first noted the morning following the valve implant. Additional information was received that a pre-implant balloon aortic valvuloplasty was performed. The valve deployment was performed over a non-medtronic guidewire with the starting point was at the bottom of the pigtail catheter. The valve dislodged towards the aorta. There was nothing in terms of patient anatomy that contributed to the dislodgement.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day of the implant of this transcatheter bioprosthetic valve, an annulus rupture or valsalva sinus dissection was noted. Drainage surgery was performed for the rupture. No additional adverse patient effects were reported. Additional information was received that per the physician, the valve contributed to the injury when the valve dislodged while being deployed. The strut at the bottom of the valve damaged a blood vessel. It was noted that the valve should have been pulled up further prior to recapture. Subsequently, the rupture was first noted the morning following the valve implant. Additional information was received that a pre-implant balloon aortic valvuloplasty was performed. The valve deployment was performed over a non-medtronic guidewire with the starting point was at the bottom of the pigtail catheter. The valve dislodged towards the aorta. There was nothing in terms of patient anatomy that contributed to the dislodgement. Additional information was received that following the valve dislodgement, the depth of the valve was approximately 3 mm on the left coronary cusp and the non-coronary cusp.